Event description:
It was reported that an angio-seal was selected for use. Five days later, the patient returned to the physician office with a hematoma and fever. Nine days, the patient returned to the emergency room (ER) and the hematoma was still present. Two days, the patient went to the operating room for removal of the angio-seal. The physician noted that the angio-seal was not attached to the vessel wall.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.